Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown occurred. There was no health hazard to the patient.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue executive processor board was replaced. Replacement of consumable parts safety disc, tidal disc, primary 9v battery was completed and then the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. The fat performed a visual inspection and found the parts to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. This revision is obsolete and no longer able to be tested by a supplier. Retained the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a